Event description:
The lay user/patient contacted lifescan alleging the meter had an unknown issue. The call was disconnected before confirmation of the meter is issue was obtained. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.